Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the target lesion was heavily calcified in the right coronary artery (rca). The lesion was pre-dilated. The xience was advanced but could not get down to the lesion. The stent delivery system (sds) was withdrawn and although resistance was met with the heavily calcified vessel, the physician did not want to lose guide wire access, so he kept pulling the sds back (contrary to IFU). The stent dislodged, but remained on the guide wire. A small balloon catheter was used in order to capture and remove the dislodged stent from the patient. Reportedly, there was no patient injury. No additional event or patient information is available.